Event description:
Same case as MDR ID's: 2134265-2013-02643, 2134265-2013-02644. It was reported that post a stenting treatment procedure, in-stent restenosis was observed. The patient presented with in-stent restenosis of two promus element plus stents implanted in the left anterior descending artery in (B)(6) 2012. A 15/3.00 flextome cutting balloon was selected for treatment. Five inflations were performed successfully. After the fifth inflation, the physician had difficulty removing the deflated balloon from the 2.5x12mm promus element plus stent, potentially due to a caught cutting balloon blade. The balloon was eventually released by "yanking" on the device. Upon removal of the flextome catheter it was noted a "haziness" within the treated implanted stent. This could have potentially been the result of a dissection. This was treated with a 3.5x15mm nc quantum apex balloon catheter. The "haziness" disappeared and the procedure was completed. There were no further patient complications and the patient status is fine.

Manufacturer narrative:
Device is combination product. If implanted, give date: (B)(6) 2012. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).